Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, and additionally, the connector was detached. Burn marks were also observed on the connector face. The tip was also degraded. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The reported smoke likely means there was a kink or break in that area of the fiber and when the laser energy was fired lead to the break and burn marks observed on the connector face.

Event description:
It was reported that smoke was coming from the connector during the holmium laser enucleation of the prostate procedure. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken into 2 pieces.